Event description:
A user facility filed a complaint stating that an electromechanical ambulatory infusion pump over delivered drug. The user facility's biomed engineer tested the pump and could not duplicate the malfunction. There is no report of pt injury.